Event description:
It was reported by the complainant that the alarm is still not working after the dealer changed out the horn; he is going to change out the on/off switch. No report of patient injury, no additional information provided.